Event description:
It was reported that since implant, the patient's best interstim setting had caused her toes to curl every 30 seconds. About a month ago, the patient got a shot in her foot to help with the pain of the curling and changed her interstim settings. Since that time, the patient had had trouble with her sciatic nerve. Because of the sciatic nerve trouble, the patient was unable to stand up straight without pain. The patient had not spoken to her interstim doctor about this trouble. The patient turned her interstim off when the sciatic nerve problem started and the sciatic nerve problem had persisted. The patient asked whether sciatic nerve trouble has been associated with snm (sacral nerve modulation) therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v705290, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).